Event description:
Edwards received notification that an inspiris resilia valve model 11500a21 was explanted from the aortic position after an implant duration of four (4) years and three (3) months due to early valve degeneration leading to moderate central regurgitation and severe aortic stenosis. The patient was experiencing increasing symptoms of dyspnea on exertion in the last three months and valve degeneration with increased gradients were observed on echo after four (4) years of implant duration. A 21mm perimount valve was successfully implanted in replacement.

Manufacturer narrative:
Updated b2, b5, d6.b, d9, g3, h1, h3 & h6 (health effect - impact code and device codes).

Manufacturer narrative:
Updated d4(expiration date), d9, h2, h4, h3, h6 (device codes and type of investigation) the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The device was returned for evaluation. Customer report of degeneration was confirmed through observed host tissue overgrowth. Report of regurgitation was confirmed through observed suture tail abrasion. Report of stenosis was unable to be confirmed due to valve condition as received. As received, leaflet 2 had a cut out section of approximately 15mm x 8mm and cut out leaflet fragment was not returned. Leaflet 2 also had a 2mm long perforation that was beveled at the outflow aspect, a typical characteristic of those caused by suture tail abrasion. A suture remained attached to the sewing ring around leaflet 2 and perforation makes contact with attached suture when leaflet is in the opened position. Leaflet 3 also had a non-transmural suture tail abrasion on the outflow surface near commissure 1 that was beveled. Leaflet 3 also had a 4mm tear near commissure 2. Leaflet was thickened and swollen at the tear. Host tissue overgrowth on the stent circumference was minimal on the outflow aspect. Sections of the sewing ring were cut off around leaflets 1 and 2 and cut off sections were not returned. The metal band was exposed around leaflet 2 on the inflow aspect and wireform was exposed on commissure 3 and around leaflet 2 on the outflow aspect. Other multiple sutures remained attached to the remaining sewing ring around the valve. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded.

Manufacturer narrative:
Updated g3, h6 (investigation findings, investigation conclusions) h10: additional narrative echo images were provided and reviewed by an independent expert in echocardiography. Echo images review reveals aortic valve bioprosthesis leaflets with normal or near normal appearance (with no more than mild focal thickening) and normal leaflet motion, probably mild ar with a central origin, and elevated transaortic velocities and gradients despite normal bioprosthesis leaflet motion. The demonstration of normal or near normal bioprosthesis leaflet appearance and normal bioprosthesis leaflet motion suggests that prosthesis dysfunction is not responsible in this case for elevated velocities and gradients. Host tissue growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. If there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. On the other hand, if the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. Based on the evaluation of the returned product, the most likely cause of the event is suture tail abrasion due to excess suture tails left during the procedure.

Event description:
Edwards received notification that early valve degeneration leading to moderate central regurgitation and severe aortic stenosis was observed on an inspiris resilia valve model 11500a21 after an implant duration of four (4) years. The patient was experiencing increasing symptoms of dyspnea on exertion in the last three months and valve degeneration with increased gradients were observed on echo. There was no suspicion of valve thrombosis. The patient was 61-years-old at the time of the event. As reported, there was no reintervention planned for the moment.

Manufacturer narrative:
H10. Additional manufacturer narrative: tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release prior to distribution. There were no issues identified that would have impacted this event. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have impacted the event.

Event description:
Edwards received notification that this patient with an inspiris resilia valve model 11500a was placed under consideration for a re-intervention due to valve degeneration leading to high gradients (50 mmhg) after an implant duration of approximately three (3) years. Reportedly, there was no suspicion of valve thrombosis. As reported, the valve was implanted in a very young patient with a history of 3 previous surgeries.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.